Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Undersensing was noted on the right ventricular (rv) lead. During a device replacement procedure due to normal eri, the lead was capped and replaced. The patient was in stable condition.